Event description:
During a post operative follow up, noise resulting in oversensing and increased pacing impedance were observed on the right atrial (ra) channel of the device. The pocket was re-opened and the ra lead set screw was not able to be disconnected. Alternative measures were taken to disconnect the ra setscrew and the device was explanted and relaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. The reported event of high pacing impedance was not confirmed. The reported event of failure to disconnect was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed stripped ra setscrew and septum material in setscrew, consistent with occurring during procedure. No issues were observed in impedance and sensing tests. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.